Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The device stopped. It had a poor staple formation and staple line was incomplete. When the nurse checked the idrive with the new reload, she felt something strange in the distal point of reload. The reload was opened by idrive and grey button without a problem. When the device was applied to the patient and the green light was taken off, the device stopped with a blinking blue light. There was no staple line in between the stomach. They changed the load and same exact thing happened. The surgeon decided to use another device instead of the idrive with the same reload but it cannot be fired completely. The last two kinds of reloads were changed and used without reinforcement successfully. The jaws was locked to the tissue and the surgeon pressed the grey and blue button at the same time to removed the device. The surgical time was extended for 30 minutes or more due to product problem. There was also a little bleeding and a suture was necessary. There was no patient injury.